Event description:
The customer reports a falsely decrease hemoglobin result for one patient sample generated on the cell-dyn sapphire analyzer. An initial result of 7.51 mmol/l was generated along with an mchc result of 17.3 mmol/l. The sample was retested on another cell-dyn sapphire analyzer in the lab with a hemoglobin result of 9.02 mmol/l along with an mchc result of 20.9 mmol/l. No suspect results were reported from the lab with no impact to patient care.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The data for the patient specimen was related to results generated on two different cell-dyn sapphire instruments. It is not possible to confirm imprecise hemoglobin results since these were generated on two different platforms and no information in regards to calibration or instrument performance was made available by the customer. According to the customer, no short sample flag/error code was generated with the results. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn sapphire system operator manual, list number 08h10-01, revision c, contains information to address the customer's current issue. Based on the current event details and evaluation, no product malfunction was identified with the cell-dyn sapphire instrument.